Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for elecsys hcg + beta test system (hcg + b) on a cobas e 411 immunoassay analyzer. The initial result was 284.0 miu/ml with a data flag. This result was reported outside of the laboratory. The sample was repeated as the result did not correspond with the patient¿s previous hcg + b results from "a few days" earlier. The sample was repeated twice with results of 1725 miu/ml with a data flag and 1726 miu/ml with a data flag. The result of 1725 miu/ml was believed to be correct. The hcg + b reagent lot number was 55103605. The expiration date was not provided.

Manufacturer narrative:
Na.

Manufacturer narrative:
Calibration was last performed on (B)(6) 2022 with acceptable results. Qc was acceptable. There was no indication of a performance issue for the reagent or instrument. No issues were identified during a review of the alarm trace data. The field service engineer (fse) and the customer believe the issue was sample related. Preventive maintenance was performed after the event and no instrument issues were identified. The customer has not had any further issues. The investigation determined the event was consistent with a pre-analytical handling issue at the customer site.